Manufacturer narrative:
Eval - results and conclusions: as returned, the distal tip of the handle has fractured at its base. The instrument appears to have been used a number of times over the potential field age of approximately 4 years. Fractures of this nature are generally a result of being used in a way other than the intended and recommended way. The device was found to meet print specs where could be measured, and the device history records appear to be conforming indicating the device was manufactured to spec. The most probable cause of failure is user error.

Event description:
It is reported that the tip broke off of the handle during use.